Event description:
Needles are bending when injecting.

Event description:
Needles are bending when injecting.

Manufacturer narrative:
Device not returned to manufacturer. Production records attached in lieu of testing of physical product. No malfunction was detected.